Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. Also correcting g2. The device was manufactured in 2004, but the specific date is unknown. The DHR was unable to be reviewed for this device since the device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the connector had an adhesive on it, which prevented communication with the processor, which resulted in the loss of image output. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.